Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
Aorta was punctured by device and it needed surgical repair. Patient put on bypass to complete case. Heartstring cutter extended further than it was supposed to from the edge of the device. The rep has seen the device. (B)(4) will see if they can return it to us for evaluation. (B)(4) wanted to fax medwatch form to our complaint dept so I gave him (B)(4) complaints email. He said that form contains patient info, but he did not want to give it to me. He also said that the box had been discarded so he didn't have the lot#. Will send replacement when tim gets back to me with who I should send it to. The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm punch went through the back wall of aorta. The hospital did not report any patient effects. (B)(6) contacted us to inform us that the heartstring punch went through the back wall of aorta during use. Not sure how case was completed or lot number of device.

Manufacturer narrative:
(B)(4). Lot history record (lhr) review: a ship history to the account for the year prior to the reported event date was performed. A lot history record review was completed for lots 25120193, 25119168 and 25122284, the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered to be related to the reported event recorded in the lot history the device was not returned to the factory for evaluation. Electronic low-resolution photographs were provided by the reporter. Signs of clinical usage and evidence of blood were visible in the image of the complaint unit. A visual inspection of the images was conducted. The complaint unit was photographed alongside a deployed unused aortic cutter for comparison. The images of the two devices do not appear to be significantly different when the region of the image containing the cutter blades was examined. The account did not provide measurements and did not provide a calibrated scale in the photographs. Therefore it is not possible to conclusively compare the dimensions of the complaint unit and reference unit. It is also not possible to conclusively compare the dimensions of the complaint unit image to the product dimensional specification. Evidence of the back wall stab was not provided. The device was unable to be inspected for the presence of two tissue plugs. The lot number was not provided by the account and a ship history cannot conclusively identify the lot number; therefore a review of the device history record (DHR) was unable to be conducted. The product specification was reviewed. The device must actuate in aortas 2.5cm in diameter and above at a mean blood pressure above 55 mmhg without contacting the opposite aortic wall. The instruction for use (IFU) instructs the user not to use the device on patients with aortas less than 2.5 cm in diameter and to ensure mean blood pressure is greater than 55 mm hg to redue the risk of backwalling the aorta. Based on the available information reported to us, we are unable to confirm the reported complaint for ¿misfire¿ because the device was not returned for analysis.

Event description:
Aorta was punctured by device and it needed surgical repair. Patient put on bypass to complete case. Heartstring cutter extended further than it was supposed to from the edge of the device. The rep has seen the device. (B)(6) will see if they can return it to us for evaluation. Tim wanted to fax medwatch form to our complaint dept so I gave him (B)(6) complaints email. He said that form contains patients info, but he did not want to give it to me. He also said that the box had been discarded so he didn't have the lot#. Will send replacement when (B)(6) gets back to me with who I should send it to. The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm punch went through the back wall of aorta. The hospital did not report any patient effects. (B)(6) contacted us to inform us that the heartstring punch went through the back wall of aorta during use. Not sure how case was completed or lot number of device.